Event description:
The customer reported that during testing of the alarm prior to putting into use on a pt they detected that the alarm does not alarm unless there is pressure on the sensor port. The customer tested it with the batteries included in the package. The customer reported that they were unable to provide a visual inspection of the alarm case and the rj-11 clip.

Manufacturer narrative:
(B) (4). Evaluation of the returned product show that the alarm is functioning normally. The sensor pad has visual evidence of being rolled or folded but is working. (B) (4).